Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(4) intra-operative; inlay did not hold. No patient harm or surgical delay.

Manufacturer narrative:
Investigation: the insert was investigated visually. Furthermore all relevant dimensions were measured in the precision measurement room. Result: the dimensions are within the prescribed tolerances. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably not product related. Rational: no failures or production deviations could be found, therefore we exclude a product related error. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.